Manufacturer narrative:
Additional information was received that there was no erosion at the pocket site which was previously reported but it was a non-device related superficial surgical procedure in the midline incision site. It was also reported that the ipg and lead site were not revised. There was no infection. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient might have so erosion at the pocket site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient might have so erosion at the pocket site. The patient will undergo a revision procedure.